Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized for high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer complains that he wants a replacement insulin pump but does not specify what is wrong with the pump that he currently has. No further information was provided.